Event description:
It was reported that high impedances were measured. Additionally, the patient was to have a revision within the coming month. Refer to manufacturer report # 3004209178201107786. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).